Manufacturer narrative:
Concomitant medical products: 4951m-53 lead, implanted: (B)(6) 1995, addrl1 ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was polarity switch was found on the right ventricular (rv) lead during office visit. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.